Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -5.5 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
B1, b2-updated. B5-updated information: on 12-feb-2020 the lens was exchanged with a longer length lens and the problem is resolved. H6-patient code 3191: no code available (secondary surgery, lens exchange) claim# (B)(4).